Event description:
Received info that the customer smelled insulin coming form the luer lock for the past three cartridge and infusion set changes. Reportedly, customer stated she was able to tighten the luer lock each time she smelled the insulin. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a supplemental report will be submitted.